Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that the shaft of the device was bent/damaged. Engineering also disassembled the unit, and visual inspection confirmed the feeder, a metal component in the shaft, to be damaged. This confirms the complainant¿s experience of clips not loading. Based on the condition of the returned unit, it likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device¿" applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently research possible enhancements intended to further minimize the potential for this type of event to occur. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic cholecystectomy. Medwatch #(B)(4). Describe the event or problem: "clip applier would not fire clips when surgeon/resident placed it over the artery and attempted to deploy clips." The original intended procedure: "laparoscopic cholecystectomy." Event date: (B)(6) 2019. Additional information received via email on 23aug2019 from applied medical account mgr "there was a limited amount of info that was provided by the or. I have not been able to obtain anything else concerning this incident".

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Medwatch #4400150000-2019-8026. Describe the event or problem: "clip applier would not fire clips when surgeon/resident placed it over the artery and attempted to deploy clips." The original intended procedure: "laparoscopic cholecystectomy". Event date: (B)(6) 2019. Patient status: ni.